Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor was not staying in his body due to the transmitter getting caught on clothing and pulled out. The customer also reported that the infusion sets had been pulled out. The blood glucose reading was 500 mg/dl. The customer treated with a manual injection and did a set change. The customer was advised on proper insertion techniques.